Event description:
According to the reporter: occurred during a laparoscopic promontofixation. While trying to close the peritoneum, the device partially fired. To complete the closure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.